Manufacturer narrative:
Additional information provided from the field indicated the right ventricular (rv) lead will actually not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and surgical intervention was performed to reposition it. During repositioning, the helix of the rv lead would not retract or extend in a proper manner. The physician decided to explant and replaced the rv lead. No additional adverse patient effects were reported.